Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 28-may-2019. The most recent information was received on 04-jun-2019. This spontaneous case was reported by a consumer and describes the occurrence of abdominal discomfort ('continuous lower belly heaviness') in an adult female patient who had essure (batch no. E25505) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In 2017, the patient experienced abdominal discomfort (seriousness criterion medically significant), myalgia ("general muscular pain"), arthralgia ("knees joint pain"), abdominal distension ("significant abdominal bloating"), dry skin ("cutaneous dryness"), acne ("acne"), menstrual disorder ("period disorders"), alopecia ("loss of hair"), memory impairment ("memory disorders"), disturbance in attention ("concentration disorders") and visual impairment ("visual deficiency") and was found to have weight decreased ("loss of weight"). On an unknown date, the patient experienced depression ("depression"). At the time of the report, the abdominal discomfort, myalgia, arthralgia, abdominal distension, dry skin, acne, menstrual disorder, alopecia, weight decreased, memory impairment, disturbance in attention, visual impairment and depression outcome was unknown. The reporter provided no causality assessment for abdominal discomfort, abdominal distension, acne, alopecia, arthralgia, depression, disturbance in attention, dry skin, memory impairment, menstrual disorder, myalgia, visual impairment and weight decreased with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 4-jun-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 28-may-2019. The most recent information was received on 28-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of abdominal discomfort ('continuous lower belly heaviness') in an adult female patient who had essure (batch no. E25505) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In 2017, the patient experienced abdominal discomfort (seriousness criterion medically significant), myalgia ("general muscular pain"), arthralgia ("knees joint pain"), abdominal distension ("significant abdominal bloating"), dry skin ("cutaneous dryness"), acne ("acne"), menstrual disorder ("period disorders"), alopecia ("loss of hair"), memory impairment ("memory disorders"), disturbance in attention ("concentration disorders") and visual impairment ("visual deficiency") and was found to have weight decreased ("loss of weight"). On an unknown date, the patient experienced depression ("depression"). At the time of the report, the abdominal discomfort, myalgia, arthralgia, abdominal distension, dry skin, acne, menstrual disorder, alopecia, weight decreased, memory impairment, disturbance in attention, visual impairment and depression outcome was unknown. The reporter provided no causality assessment for abdominal discomfort, abdominal distension, acne, alopecia, arthralgia, depression, disturbance in attention, dry skin, memory impairment, menstrual disorder, myalgia, visual impairment and weight decreased with essure. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 28-may-2019: batch number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 28-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of abdominal discomfort ('continuous lower belly heaviness') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In 2017, the patient experienced abdominal discomfort (seriousness criterion medically significant), myalgia ("general muscular pain"), arthralgia ("knees joint pain"), abdominal distension ("significant abdominal bloating"), dry skin ("cutaneous dryness"), acne ("acne"), menstrual disorder ("period disorders"), alopecia ("loss of hair"), memory impairment ("memory disorders"), disturbance in attention ("concentration disorders") and visual impairment ("visual deficiency") and was found to have weight decreased ("loss of weight"). On an unknown date, the patient experienced depression ("depression"). At the time of the report, the abdominal discomfort, myalgia, arthralgia, abdominal distension, dry skin, acne, menstrual disorder, alopecia, weight decreased, memory impairment, disturbance in attention, visual impairment and depression outcome was unknown. The reporter provided no causality assessment for abdominal discomfort, abdominal distension, acne, alopecia, arthralgia, depression, disturbance in attention, dry skin, memory impairment, menstrual disorder, myalgia, visual impairment and weight decreased with essure. Further company follow-up with the regulatory authority is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.